Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that error codes occurred and the a-line failed on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduced the reported issue. However, the stm found multiple autofill failure in the iabp's error logs. The stm found moisture in the drain line filter; to address the issue the stm flushed the moisture from line and then, as preventive measure, the stm replaced the filter. The stm then performed a preventive maintenance (pm) with all functional and safety tests which passed to meet factory specifications. The iabp was then returned to the customer and cleared for clinical service.

Event description:
It was reported that during patient transport, error codes occurred and the a-line failed on a cs300 intra-aortic balloon pump (iabp). It is unknown if there was any patient harm/injury; however there was no adverse event reported.